Event description:
The device was applied during an unspecified thoracoscopic procedure. The instrument would not fire and would not open. The surgeon applied another device to complete the procedure. The hosp has reported no pt injury occurred.